Manufacturer narrative:
During inspection and testing at the olympus service center, the foreign material was removed from the nozzle and appeared to be a small piece of black rubber-like material. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer returned the evis lucera duodenovideoscope to an olympus loaner center with a report of defects in the air/water nozzle. Upon incoming inspection, the nozzle was found to be clogged. During inspection and testing at an olympus service center, the nozzle was found to be clogged with foreign material. This report is being submitted for the reportable malfunction of the nozzle being clogged with foreign material. There was no report of patient or user harm due to the event.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 08-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a piece of insertion tube or silicone rubber product, etc. Entered the channel and clogged in the nozzle. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "operation manual_ preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. * inspection of the air-feeding function. * inspection of the objective lens cleaning function." Olympus will continue to monitor the field performance of this device.